Event description:
It was reported that the right ventricular (rv) lead had dislodged causing loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4196 implantable pacing lead (B)(6) 2013; adsr01 implantable pulse generator (B)(6) 2009; 4023 implantable pacing lead (B)(6) 2001. (B)(4).